Event description:
Event description cpi received information (from the patient) that she believed her measured heart rate was lower than the programmed rate of this implantable cardioverter defibrillator (ICD).